Event description:
The patient presented with pain and rod and screw breakage so a revision surgery is planned to replace the rod and additional screws. The specific identity of the implants that broke will not be available until after the revision. This is report two of two for this event.

Manufacturer narrative:
Catalog number is unknown, can be any of: 046w0an25530, 046w0an25535, 046w0an25540, 046w0an26535, or 046w0an26540. Lot is unknown, but can be any of: h30276e, h20292e, h30554b, h30331b, or h36793b. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2022-00008.

Event description:
The patient presented with pain and rod and screw breakage so a revision surgery is planned to replace the rod and additional screws. The specific identity of the implants that broke will not be available until after the revision. This is report two of two for this event.

Manufacturer narrative:
D4: UDI number is unknown, but can be any of:(B)(4). H4: manufacture date is unknown, but can be any of: 10-19-2016, 9-16-2013, 6-3-2019, 10-25-2016, 4-26-2018 corrections in d4: UDI number and d6a. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and x-rays were not provided. Device evaluation could not be performed. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown surgical, patient or post-op traumatic factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.